Event description:
A (B)(6) male underwent evar on (B)(6) 2012. There was a kink in the right iliac leg/leg extension. There was a mild narrowing in the right iliac limb post implant and it was decided in the line this limb with a zilver non covered iliac stent to prevent any flow occlusion in the future. There was not any evidence of a flow-limiting kink at the conclusion of the procedure. The site did indicate that an additional procedure was performed. They marked that after the procedure a right uncovered iliac stent was placed in leg/leg extension.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instruction use. Kink is listed in the instructions for use. Event is still under investigation.